Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. Patient will be monitored continuously and is in good condition.